Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 4. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, bleeding, abscess and fistula. No further patient complications were reported.